Event description:
Customer uses product to hold insulin infusion set, places iv3000 on skin, inserts needle through dressing, no other dressing used. Dressing not adhering when wet, infusion set dislodges and blood sugar increased. Customer had food poisoning and went to the hospital.